Event description:
It was reported to boston scientific corporation that during a hydro thermal ablation procedure, there was a crack in the sheath of the hta unit where the adapter connects. It was noticed that there was a leak during the hysteroscopy. There were no fluid loss alarms. The leak was recognized before any fluid loss alarms sounded. This occurred about one minute into the warming cycle. It was reported that the event occurred prior to the ablation phase, so the fluid was not heating up at that point and would not generate an alarm since the fluid was not warm/heated. The set was replaced, and the procedure was completed with another kit, with no complications to the patient. Both a tenaculum stabilizer and a speculum were used during the procedure. Patient weight is unknown.

Manufacturer narrative:
The lot number for the hta procedure set is unknown, therefore the device manufacture date and expiration date cannot be determined. The complainant indicated the device was disposed of and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.